Event description:
It was reported that there was leakage from the valve during use. No patient complications were reported.

Manufacturer narrative:
We received one hemostasis type introducer with the dilator, guidewire and holder, 1 - 3 way stopcock and 18 gage thin wall needle for examination. Leak testing was performed with and without a catheter inserted and leakage was observed with the catheter not inserted. The introducer valve internal components were examined and the duckbill valve was found to be torn. The valve housing was cut to expose the duckbill valve and the valve was found to be torn and the valve section could have been pushed into the patient. There were no missing components from the valve. This condition will allow leakage without a catheter inserted through the introducer valve. The wiper gasket was not damaged. The wiper gasket or duckbill valve damage may occur if the dilator is inserted at an angle through the housing. The IFU shows a diagram of the dilator being inserted straight through the valve housing. All other returned components were found to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.